Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the scope connector dropped off in the scope socket, thus failed to insert the scope. Damaged scope tab was confirmed, which also disabled scope insertion. Abnormal scope connection or wearing/deterioration of the socket from long-term repeated connection/ disconnection motion triggered off and damaged the scope connector. Instruction for use manual at the time of shipment describes connector contacts. Following this could prevent the phenomenon to occur. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Damaged scope connector at the back of the scope socket was observed, unable to plug in scope due to damaged connector stuck in the scope socket. Damaged socket tab was noted and not protecting the socket pins. The scope socket needs to be replaced. In addition, a non-olympus lamp with less than 50 hours were noted. The light output was noted to be within specifications. The unit was observed with new type switch. Based on evaluation findings, the reported issue was identified to be attributed to a damage scope connector. The root cause of the faulty scope connector was due to electronic component failure. Other failure observed could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported an image issue with the device. The lamp has been replaced but the issue persisted. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.